Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm that the pump would not alarm for an occlusion when an occlusion was present. Review of the device history log shows that the pump alarmed for an occlusion multiple times. Upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. Additionally a flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification.

Event description:
It was reported that a pump did not alarm for an occlusion when an occlusion was present (medication, programmed amount and delivery rate unknown).